Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The bottom case was cracked. There was plunger sensor error in history. The customer reported product problem (check plunger error) was therefore confirmed. The product problem occurred because the timing plates were not set properly, and the parts were broken in the plunger head. This issue was caused by the user. A user issue was identified as the root cause of the product problem. The investigator replaced the damaged parts in the plunger head, and reset timing plates. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion pump displayed a check plunger error. There was no patient involvement. The product problem was observed uring testing.